Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation and initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: after further investigation, it was concluded that the root cause could not be determined.

Event description:
The customer reported to baxter colombia of a solution bag in which the sample leaks. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was received for evaluation. Visual inspection was performed and a cut in the body of the bag was observed. The reported condition was confirmed. The root cause was determined to be incorrect handling by the customer.